Event description:
It was reported that the patient's right ventricular (rv) lead had an insulation damage. The lead was explanted and replaced. The patient status was not provided.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a partial lead (only connector portion) was returned. Visual inspection of the partial lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to external insulation abrasion consistent with friction to the device can.